Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown screw. Part and lot numbers were not provided for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that a slide presentation from a healthcare professional for a professional education course presented an x-ray which showed a screw which had broken postoperatively. Additional information was received on march 13, 2017 and march 20, 2017, confirming the manufacturer as depuy synthes. The patient had initially undergone an ankle fusion procedure on (B)(6) 2011 for a closed toe malleolar fracture/dislocation. Postoperatively, the bone failed to heal resulting in hardware failure and migration. Unanticipated x-rays were taken four and seven months postoperatively. Non-union and malunion with delayed healing was noted. Revision surgery was performed on (B)(6) 2011 and the hardware was easily removed. It is unknown if new devices were implanted. Reportedly, the patient successfully healed after the revision surgery. On an unknown date after the revision surgery, the patient developed acute renal failure requiring hemodialysis (hd). The patient refused hd and subsequently expired on an unknown date in (B)(6) 2012. Concomitant medical products: plate (part # unknown, lot # unknown, quantity of 1) and screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent index orif (open reduction internal fixation) of the ankle on (B)(6) 2011. On (B)(6) 2011 there was a progress note during the patient's hospital stay. The surgeon's postoperative check on the patient after the index surgery (ankle orif) was on (B)(6) 2011.internal review by medical safely officer revealed that the patient death did not occur in proximity to the revision surgery. The death was the result of renal failure and patient decision to decline hemodialysis treatment for that disorder. There is no evidence to suggest that a depuy synthes device caused or contributed to the patient renal failure or death.